Manufacturer narrative:
The user reported unable to scan their sensor. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide was provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with an abbott diabetes care (adc) application in use with a xiaomi redmi note 9 pro phone with android version 10 operating system with app version 2.11.2.1107. Customer was unable to access their freestyle librelink account and was unable to monitor glucose with sensor readings. As a result, customer experienced unspecified symptom(s) of "low sugar", "dizzy", and was unable to self-treat, requiring third-party treatment of "sugar water" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with an abbott diabetes care (adc) application in use with a xiaomi redmi note 9 pro phone with android version 10 operating system. Customer was unable to access their freestyle librelink account and was unable to monitor glucose with sensor readings. As a result, customer experienced unspecified symptom(s) of "low sugar", "dizzy", and was unable to self-treat, requiring third-party treatment of "sugar water" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.